Event description:
It was reported that the patient was admitted on (B)(6) 2020 after a long-term acute care hospital (ltach) reported low voltage alarms.

Manufacturer narrative:
Section a4, d4: multiple attempts were made to obtain patient weight and device serial number information but this information was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted. The submitted log file contained approximately 23 days of data from (B)(6) 2019 to (B)(6) 2020, per the time stamps. The no external power alarms associated with a loss of ac power while the controller was connected to a mpu were recorded at 05:30 am and then at 06:12 am on (B)(6) 2020. The pump parameters were not affected during these incidents and the system was supported by the controller¿s internal backup battery (ebb). Multiple requests for additional information about the no external power events associated with a loss of ac power while the controller was connected to a mpu were made; however, at this time no response has been received. To date, the mobile power unit is not available for analysis and the exact cause of the no external power events in the log file associated with a loss of ac power was unable to be conclusively determined. As result, this complaint will be closed accordingly. If the product is returned at a later time, the complaint will be re-opened. Heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ explain all alarms, including power cable disconnected and no external power alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 3-"powering the system" warns "if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop." It also cautions "do not connect the mobile power unit to electrical outlets that are controlled by a wall switch, as the mobile power unit may be left inoperable." And "when moving the mobile power unit to a different location or ac power source, first connect the system controller to heartmate 14 volt batteries." Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During the analysis of the log files, there were multiple no external power alarms while on the mpu on (B)(6) 2020 at 5:32 and also at 6:12. These were caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. No further or additional information was provided.